Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, and the customer problem was duplicated. The pump showed a buckling upstream occlusion (uso seal and the unit failed air verification testing. After investigation the results indicated a reportable malfunction due to the buckling uso seal and air verification testing that failed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the uso seal and air in line sensor, installed software to the latest version, reset the unit to standard configuration, and calibrated the downstream occlusion (dso) sensor. The pump passed all functional tests and performed as intended after repair.

Event description:
The customer returned the product for the site when downloading software an error message was displayed as the attached pump was incompatible with the selected firmware package. During inspection it was found that the upstream occlusion (uso) seal was buckling and the unit failed air verification testing. After investigation the results indicated a reportable malfunction due to the buckling uso seal and air verification testing that failed. The event happened during testing, and there was no patient involvement.